Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. See manufacture report number 2032227-2014-57604.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported he has been experiencing a serious of low blood glucose events. Customer stated on (B)(6) 2014 customer went low as 38 mg/dl, but was not hospitalized. Customer stated he experienced low blood glucose on (B)(6), (B)(6), (B)(6), and the (B)(6). Customer also had low blood glucose on the (B)(6) and the (B)(6) as well, but on this dates he ended up in the hospital. Customer stated that on the (B)(6), customer blood glucose was 11 mg/dl when he was in the ambulance. Blood glucose of 28 mg/dl was also captured. Drive support cap was normal. Customer disconnected during the rewind. He has worn his infusion set for seven days. No further information reported.